Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired via phone call if there was a reminder that could be set up on insulin pump for bolus delivery. Customer reported of failing to deliver an 8 unit bolus and as a result, experienced high blood glucose of 525 mg/dl. Customer received assistance. Customer reported to have been hospitalized a while ago for dehydration.